Event description:
It was reported that during the procedure, the operator inserted the subject stent into the microcatheter. However, the marker at the tip of the subject stent could not be seen under the fluoroscopy. Thus, the subject stent and the microcatheter were removed together and the part of the stent was pulled out from the catheter tip, and it was found that there was no stent in the system. The subject stent could not be found inside the microcatheter's shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the operator inserted the subject stent into the microcatheter. However, the marker at the tip of the subject stent could not be seen under the fluoroscopy. Thus, the subject stent and the microcatheter were removed together and the part of the stent was pulled out from the catheter tip, and it was found that there was no stent in the system. The subject stent could not be found inside the microcatheter's shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B1 adverse event ¿ corrected ¿ no adverse event b2 outcomes attributed to ae ¿ corrected ¿ no ¿other serious (important medical events)¿ h1 type of reportable event: no serious injury h4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated d4 expiration date - added d9 product available to stryker ¿ updated d4 gtin ¿ updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) was returned inside of the microcatheter. The sdw was seen to be kinked/bent. The stent was not returned. The stent introducer sheath was intact. Functional test was not performed as the stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿stent deployed prematurely during use¿ was not confirmed during the analysis, as there was no evidence of the stent within the returned microcatheter. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the marker at the tip of the stent could not be seen under fluoroscopy. The stent and the microcatheter were removed together and the part of the stent system was pulled out a little from the catheter tip, and it was found that there was no stent in the system. Also, the stent could not be find even when the microcatheter was checked over its entire length under fluoroscopy. Additional information received indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. An attempt was made to deploy the stent on the table after the malfunction but there was no stent. The introducer sheath was returned with no anomalies noted, the sdw was returned within the returned microcatheter, it was noted to be slightly kinked. There was no stent found within the returned microcatheter. As there was no evidence of the stent within the microcatheter under fluoroscopy, during inspection post procedure and during analysis, it is most likely that the stent was not present on the sdw when initially introduced into the microcatheter. It is probable that he stent was prematurely deployed during removal of the stent delivery system from its dispenser hoop. If the sdw and introducer sheath are not held together and maintained in position during removal from the dispenser hoop, this caused independent movement of the sdw and stent causing premature deployment of the stent within the dispenser hoop or out of the introducer sheath and onto the floor. It is probable that the premature stent deployment was not identified. The device history record (DHR) for this device lot number was checked and all stents were reconciled as issued to the lot and no discrepancies were noted. An assignable cause of not confirmed will be assigned to the reported event ¿stent deployed prematurely during use¿, as there was no evidence that the stent deployed during use. An assignable cause of procedural factors will be assigned to the analysed event ¿sdw kinked/bent¿, as it is likely that this damage occurred during the advancement of the sdw. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.